Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of medical device removal ('will perform a hysterectomy on for other reasons (prolapse)'). In a 58-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced prolapse ("prolapse"). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal and prolapse outcome was unknown. The reporter provided no causality assessment for prolapse with essure. The reporter considered medical device removal to be unrelated to essure. The reporter commented: the consumer will have the essure removed in the week following this report (scheduled hysterectomy on (B)(6) 2020). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('will perform a hysterectomy on for other reasons (prolapse)') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced prolapse ("prolapse"). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal and prolapse outcome was unknown. The reporter provided no causality assessment for prolapse with essure. The reporter considered medical device removal to be unrelated to essure. The reporter commented: the consumer will have the essure removed in the week following this report (scheduled hysterectomy on ((B)(6) 2020). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.